Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 322. The cause was identified to be the lower link switch not functioning as intended. The lower auxiliary was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.